Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid and abdominal pain. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient began treatment with vancomycin injection (1000mg, alternate day, intraperitoneal, for 14 days, discontinued), ceftazidime injection (1g, for 7 days, intraperitoneal, for 14 days, discontinued) and amikacin injection for peritonitis. Pd therapy was ongoing. Fifteen days after the event onset, the patient was recovered from the events. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.